Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device alarmed "no disposable" while connected to cassette. The cassette was connected to another pump and issue was resolved. The pump was later used with another cassette and no anomaly has been observed. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.